Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high out of range pacing impedance with or without pocket manipulation. As the patient has chronic atrial fibrillation, the physician elected to program the device to vvir. The patient was in stable condition.